Manufacturer narrative:
Report was filed on an unk product and specific product identifiers are missing such as suspect medical device batch, lot, serial number, manufacturing site information as there was no device involved in this event.

Event description:
It was reported that during the preparation for the trial phase of the spinal cord stimulator (scs) implant procedure the patient coded on the table, the patient was under local anesthesia however this was prior to any of the devices being introduced. The procedure was aborted and the patient transported to via ambulance. It was later reported that the patient passed away. It was stated that the patient did have preexisting cardiac issues. No other information has been provided to the manufacturer.